Manufacturer narrative:
A device history record review for the lots was conducted. The product was released based on the manufacture's acceptance criteria. A complaint lot history examination indicates there were no other complaints for this reported issue. The samples were visually inspected using 25x magnification and both were deemed to be conforming. Actuation and aspiration testing were performed and were deemed conforming. The complaint evaluation does not confirm that the probes had an aspiration issue. The probes met all visual inspection and functional testing. (B)(4).

Event description:
An ophthalmic surgeon reported that during a combined cataract/vitrectomy procedure of the left eye, the probe was unable to aspirate/engage the vitreous into the vitrector. The patient was confirmed to have a choroidal hemorrhage and no intraocular lens was implanted at the time of the event the patient was referred to a retinal specialist for evaluation as symptoms have not resolved.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).